Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the on/off button on their device is unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer declined device's evaluation by a stryker representative. The device was evaluated by a third-party technician. The customer reported that the issue was able to be verified and able to be duplicated by the third-party technician. The root cause was determined to be a faulty main keypad. The main keypad was replaced and the device was returned to the customer.

Event description:
The customer contacted stryker to report that the on/off button on their device is unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.